Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to clotting of the circuit while the patient was temporarily disconnected from treatment. The user's guide states the risk of blood clotting in the cartridge and filter increases when blood flow stops and provides adequate instructions for recirculation of the patient's blood during the temporary disconnection. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator temporarily disconnected the patient from treatment for a break. Upon reconnecting, the patient's blood appeared dark and they could not continue treatment. The patient's fistula was reported as swollen and painful. Rinseback was not performed resulting in an estimated blood loss of 50cc. No medical intervention was required for the blood loss.